Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their device wasn t working. The patient was provided with the patient services number. On (B)(6) 2019 the patient reported they were having a sudden return of symptoms. The caller stated they were implanted to help with both bowel and bladder. The caller stated it was helping some and then suddenly they had a return of symptoms, they had to go to the bathroom so badly. The caller stated they assumed the therapy was off. Syncing with the programmer showed stimulation was on at 1.0 v on program 1. The patient was walked through increasing stimulation to 1.1 v where they felt stimulation comfortably in the correct area. The patient would monitor their symptoms now that the change was made and would follow up with their healthcare provider if it didn't resolve. No further complications were reported.